Event description:
The patient was seen at the implant center for device evaluation. Patient's parents reported that approximately one week prior to visit, the patient's sound processor was not functioning. The patient's external hardware was exchanged by the parents at the clinic: however, the problem was still not resolved. A company representative visited the center to evaluate the patient's device. External equipment was exchanged. Testing conducted confirmed that the device was no longer functioning. Surgery has been scheduled to explant the device. The patient will be reimplanted with another clarion device.